Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with endocarditis and bacteremia via gram stain. The physician decided to explant the entire transvenous implantable cardioverter defibrillator (ICD) system and implant a leadless pacemaker. No further patient complications have been reported as a result of this event.